Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker exhibited premature battery depletion and was subsequently explanted and replaced. This device has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker exhibited premature battery depletion and was subsequently explanted and replaced. This device has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported. The "no problem detected" investigation conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device anomaly outside the bounds of normal medical use.